Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 6.8 mmol/l. The customer pressed the appropriate buttons to clear the alarm but the alarm persisted; the pump went back to the main screen and would not navigate anywhere else due to unresponsive buttons. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading up to the button error and corresponding keypad issues. Time progressed on the display, but the unresponsive keys made the pump completely inaccessible. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.